Manufacturer narrative:
B3: event date: the event reportedly occurred on an unknown date in october 2025. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was not pulling from the secondary infusion. The event was further reported as ¿patient had emend infusing for premedication as a secondary infusion. Baxter pump and tubing only pulling from the primary saline line and not secondary even when all clamps unclamped.¿ the tubing was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.